Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the customer experienced catheter recognition issue. This issue is not reportable malfunction. In addition, it was stated there was the signal interference (noise) observed on all ECG (bs + ic) channels making this event reportable. The case was completed by changing the catheter without any patient consequence. There is no confirmation from the customer that the signal interference (noise) was on both carto® and recording system however bwi takes conservative approach and reports this event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the customer experienced catheter recognition issue. This issue is not reportable malfunction. In addition, it was stated there was the signal interference (noise) observed on all ECG (bs + ic) channels making this event reportable. The case was completed by changing the catheter without any patient consequence. There is no confirmation from the customer that the signal interference (noise) was on both carto® and recording system however bwi takes conservative approach and reports this event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.